Manufacturer narrative:
Additional information was received that the patient did not find any benefit from the device. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 14302398, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.